Event description:
On (B)(6) 2007, the patient underwent a procedure during two components of a gore excluder aaa endoprosthesis to treat the abdominal aortic aneurysm. The final angiogram showed the type ii endoleak, and the physician decided to take a wait and see approach. On (B)(6) 2008, a follow up CT image showed the persisting type ii endoleak. On (B)(6) 2008, the one year follow up CT revealed the possible distal type I endoleak from the right leg, and the persisting type ii endoleak. On (B)(6) 2008, the physician additionally implanted one iliac extender component to repair the distal type I endoleak. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2009, the coil embolizations into the both internal iliac arteries were performed to treat the persisting type ii endoleak. It was reported that after the embolization procedure the right limb was extended with one iliac extender component, and the left limb with one contralateral leg component. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2009, the patient was discharged.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.